Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t:slim x2 pump at the time of the event. On (B)(6) 2026, the cgm displayed a glucose value of 70 mg/dl, while the fsbg measured 521 mg/dl. Despite the low cgm reading, the patient reported significant thirst that persisted despite increased water intake. Because his symptoms were inconsistent with the cgm value, the patient self-administered insulin. Due to ongoing symptoms, the patient presented to an urgent care facility at approximately 1:00 pm. During the evaluation, a healthcare professional obtained a blood glucose measurement that confirmed hyperglycemia, although the specific value was not reported. The patient was treated with insulin and intravenous (IV) saline fluids. Following treatment, his blood glucose level decreased to 385 mg/dl. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.